Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia motor was running intermittently. There were no alarms, the unit just stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: it was observed that the cooler heater unit cardioplegia water pump would intermittently work and then stopped functioning all together. This was found during a dose of cardioplegia when it was observed the water temperature during cardioplegia delivery was thirteen degrees celsius versus the usual five degrees celsius. No alarms indicating an issue. After the dose was delivered, the water lines that were connected to the cardioplegia disposable device were clamped and disconnected, and a back-up cooler heater was brought to the operating room and this back-up cooler heater was used for the remainder of the procedure to supply water to the cardioplegia circuit components. The original cooler heater unit continued to be used for arterial blood cooling and warming. The case was completed successfully without delay and without associated blood loss. There was no harm reported or observed.